Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated an occurrence of non-reproducible false (B)(6) accutni result on one patient's sample. The erroneous result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was serum collected in a becton dickinson sst tube. Centrifugation data was not provided. The sample was confirmed to have fibrin in it upon visual inspection. No specific event related qc data was supplied. The instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all initial accutni samples outside the laboratory's normal reference range prior to reporting results. Samples are visibly inspected for fibrin and re-spun prior to repeat analysis. Although the customer indicated that sample handling issues may have contributed to the discrepancies, a definitive root cause for this event was not determined.